Event description:
It was reported that the left ventricular lead threshold had increased over several months. During the lead revision procedure, the lead "seemed fine." The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 6725 adaptor (B)(6) 2012; 6935 implantable tachy lead (B)(6) 2001; d314trg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).